Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2022, it was observed that the suture on the truespan 12 degree peek device was broken off. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation, however, two photos were provided. Upon visual inspection of the photos, it was found that the suture is cut and frayed. A manufacturing record evaluation was performed for the finished device 8l25298 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the photo visual inspection, this complaint can be confirmed. The root cause for the reported failure can be attributed to procedural variables, such handling of the device or product interaction during procedure. Excessive force was applied to the suture at the moment of tightening, also, the suture could have touched a sharp instrument leading to a cut and frayed suture, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.